Event description:
Patient called and informed that her IV connect inv plus touch was not working and that she replaced it. The pump now works fine and she feels like the pump is delivering the right amount of medication. No additional information or details available. Reported to (B)(6) by: patient/caregiver.